Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported "parents put call light on because they noticed blood back flow from patient's port. After assessing situation I noticed that the tubing was not fully connected to patient but only partially connected, thus leaking of blood and fluids."